Manufacturer narrative:
The investigation into the automated impella controller (aic) purge issue has been completed. Data analysis: aic logs showed throughout the 39 days running the 5.5 pump there no persistent instances of the purge disc not being detected that could not be resolved. No issues completing the activities performed in the purge wizard. The reported failure mode (purge disc not detected) could not be confirmed based on the device data logs. An example of a purge disc not detected alarm triggering during the during the cassette change procedure was attached. Note, the alarm triggered and cleared within six seconds. Device analysis: the console was inspected and tested on an engineering lab bench. The associated components to purge disc detection mechanism (purge flag and retainer part of purge pressure sensor assembly) were intact. There were no signs of fluid ingress or substantial build up externally or internally. The aic could detect a known-good purge disc with no issues. The root cause of the reported purge disc detection issues could not be determined due to the inability to confirm via data logs or reproduce. No problem found.

Event description:
The user facility reported a 16-year-old male with heart failure was implanted with an impella 5.5 device for mechanical circulatory support. During support, the automated impella controller (aic) displayed a purge disc failure alarm. The aic was swapped for another aic. There was no patient harm or injury.